Manufacturer narrative:
Corrected data: section h6: due to system limitations, the following was not included in the initial report: health effect - clinical code: 2274 - ulcer. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, pericardial fluid collection, and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿long-term outcomes of apixaban as main anticoagulant in patients with heartmate 3 left ventricular assist devices¿ that heartmate 3 (hm3) may be associated with bleeding, right ventricle failure, unexpected medical or surgical intervention, and right ventricular assist device (rvad) implantation. This single center retrospective study evaluated 8 patients who transitioned from warfarin to apixaban between may2018 and jun2022. Patients were followed for a mean of 1233 days after left ventricular assist device (lvad) implantation and 789 days after transition to apixaban. All patients were transitioned due to difficulty maintaining a therapeutic international normalized ratio. The study aimed to present a long-term evaluation of thrombotic and bleeding outcomes in hm3 patients transitioning from warfarin to apixaban. The average age at time of lvad implantation was 58 years. The average body mass index was 29.48 kg/m2. One patient ¿s post-operative coarse was complicated by right ventricular failure requiring temporary rvad support. 5 patients were reported to have experienced bleeding complications while on warfarin. One major bleeding event which required intervention in the form of blood transfusion and 7 minor bleeding events were experienced by these patients, of which 5 were gastrointestinal, one was haematuria, and one was haemoptysis. One patient with angioectasia had an oozing gastric ulcer causing a major gastrointestinal bleed which required blood transfusion and endoscopic clipping after switching to apixaban. 5 patients required aspirin daily due to various reasons. One patient had von willebrand disease and a large pericardial haematoma. Another patient had a pericardial haematoma causing tamponade, which required evacuation and multiple blood transfusions. The study concluded that apixaban demonstrated safe and favorable long-term outcomes in their cohort of hm3 lvad patients over a mean follow-up of more than 2 years, though larger population studies may be needed before this can be adopted as the standard of care.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. The primary UDI number in d4 is reflective of all available information. Section b3: date of event has been entered as 01jun2022 as data was collected between may2018 and jun2022. Author information: jdaidani, j., shadi, m., asogwa, n., winik, j., rossi, d., saikus, c., avila, m. D., & rojas-marte, g. R. (2024). Long-term outcomes of apixaban as main anticoagulant in patients with heartmate 3 left ventricular assist devices. Esc heart failure, 10.1002/ehf2.15182. Advance online publication. Https://doi.org/10.1002/ehf2.15182. Staten island university hospital, northwell health, new hyde park, new york, USA; no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.